Event description:
Customer reported that their t:slim x2 pump battery would not charge, and attempts to resolve the issue by using different wall adapters and charging cables were unsuccessful. No adverse impact to the customer¿s blood glucose level was reported. The customer chose to use multiple daily injections (mdi) as backup insulin therapy. Tandem technical support arranged to send a replacement pump with updated software and provided instructions for returning the problematic pump.